Event description:
It was reported that a pt underwent a total pelvic floor repair procedure in 2008. The pt had a fever for ten days and then was started on tavanic. The pt required pain medication for fourteen days after the procedure. The pt could not sit down, tilt her legs in or out of the sofa/bed, and could not bend. After three months, "everything fell out again". The pt also experienced pain upon passing stools and is still taking laxatives. In 2009, a hysterectomy and removal of the mesh procedure was performed. This operation was done by a different surgeon who was specialized to do a mesh removal surgery. The mesh was sent to the lab for further examination. Possibly a third operation may be necessary to repair the posterior vaginal wall. The pt has a physician's appointment scheduled.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly